Manufacturer narrative:
The catheter has not been returned for evaluation. The lot history record of the reported lot number has been reviewed and no quality issues were noted. (B)(4).

Event description:
The following report was received by medtronic (covidien): the customer stated that the physician used normal steam to shape the marathon catheter for 30 seconds about 8 to 10 cm away from the steam source and cooled prior to removing from the mandrel. The tip of catheter was then found broken and the mirage guidewire .008 reached out through the hole at the tip of the catheter. The catheter was unable to be used therefore the physician replaced it with another marathon catheter and was shaped normally. The guidewire was shaped however there was no damaged noted, and was reused with new catheter. The device was not used on the patient. There was no medical intervention required. Surgery time did not extend by more than 30 minutes due to the product problem. The product was tested prior to use. The patient is in good condition now.

Manufacturer narrative:
The marathon catheter was returned for analysis. The catheter was found to have a stylet within the hub and lumen. A punctured hole was found at the proximal edge of the marker band near the catheter tip. No other anomalies were observed with the device. Based on the analysis findings, the report was confirmed. The catheter was found to be damaged; however the cause for the damage could not be determined. Note: instruction for use (IFU): the stylet accompanying the catheter is used to increase the rigidity of the distal section during introduction into the guiding catheter. The stylet is not to be used as a guidewire. The stylet should never be manipulated within the catheter. Do not advance the stylet beyond the tip of the catheter. Use of the stylet as a guidewire could cause damage to the catheter and/or injure the patient. (B)(4).